Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nine of the foley catheters had a different product number inside the packaging. It was stated that the product number mentioned as 0165gl16, and customer was able to identify one as they were prepping it for the patient. Customer stated there were a total of nine like this that they can identify through the packaging.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the attached photo sample noted one opened 2-way latex foley catheter. Visual inspection of the photo sample noted the product number on the catheter as 0165gl16. Visual inspection of the photo noted the product number on the packaging (ngev3069) as 0165l16. This is in specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that nine of the foley catheters had a different product number inside the packaging. It was stated that the product number mentioned as 0165gl16, and customer was able to identify one as they were prepping it for the patient. Customer stated there were a total of nine like this that they can identify through the packaging.